Event description:
Customer reported the unit developed a leak during a case. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.